Event description:
Patient reported that device is not pumping insulin because their blood glucose has been high all day, and their blood glucose has gone from 489 mg/dl to "hi" within the last hour. Patient reported that they received an occlusion error during bolus. Patient cancelled the bolus, then made a 2nd attempt to deliver the bolus--device indicated that bolus went through, but the patient does not believe the bolus went through because their blood glucose is going higher. No treatment had been received at the time of the report.